Event description:
It was reported that high pacing lead impedance and high capture threshold were observed. Lead fracture was suspected. The lead was capped. The patient condition was normal.

Manufacturer narrative:
No medwatch form was received.